Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that the groshong was inserted on (B)(6) 2025 with requested removal from clinician on (B)(6) 2025 due to product fault. It was noticed on pulsatile flushing the clear section between the hub and red lumen "bulges" out. Doctor requested it to be removed. Patient undergoing chemo, groshong was removed and replaced same day. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter ¿bulging¿ was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr dual lumen groshong catheter. Usage residues were observed throughout the sample and needleless injection caps were attached to both luer adapters. Attempts to infuse water through the sample using a 12ml syringe revealed both lumens to be patent; however, when flushing the red-luered lumen, ballooning of the extension tubing was observed just distal of the white sleeve. Tactile inspection of the sample revealed tensile weakness, necking and discoloration in the red-luered extension tubing, just distal of the white sleeve. Microscopic inspection of the sample revealed superficial stress cracks within the ballooned region of the extension tubing. The tensile weakness, necking, stress fractures and ballooning were all consistent with tensile damage or over-pressurization of the indwelling catheter.